Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the shunt sensor leaked. This occurred four times; however, no information was provided for the other three events. The product was changed, there was no patient involvement, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).